Manufacturer narrative:
The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement and self test. However, the pump failed the active current measurement due to a problem isolated to electrical board. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.